Event description:
Additional information reported indicated that the patient had their implantable neurostimulator replaced and was "doing fine." It was noted that the patient's stimulation coverage and pain control was always good, just that they needed a replacement. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient felt no stimulation, a couple days ago. It was indicated that the neurostimulator was at end of life. The patient had never been in an overdischarged state where they had to do a physician mode recharge. Additional information had been requested, but was not available as of the date of this report. .

Manufacturer narrative:
Lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; extension model 3708160 serial# (B)(4) implanted: (B)(6) 2009 explanted: na; extension model 3708160 serial# (B)(4) implanted: (B)(6) 2007 explanted: unk; lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2007 explanted: unk; recharger model 37752 serial# (B)(4).